Manufacturer narrative:
The total knee components can be evaluated for the reported loosening as they have not been returned to co. A review of the device history record is not possible as the catalog numbers and lot codes have not been supplied. Attempts to obtain the device, catalog number, and lot code have been unsuccessful.

Event description:
Revision surgery revealed loosening of the total knee components.